Event description:
It was reported that noise was observed on the lead the next day after a device change out for normal eri. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.